Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens, -03.00 diopter, into the patients left eye (os) on (B)(6) 2021. The reporter indicated toxic anterior segment syndrome (tass) was observed after lens implantation. Diagnostics were not performed. Intraocular rinsing and removal of fibrin was performed. The problem was resolved and the lens remained implanted. There was iris contraction. The cause of the event was due to user error (allergies to lenses).

Manufacturer narrative:
Unk. Na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6- health impact- clinical code:4581- iris contraction. Claim# (B)(4).